Event description:
According to the available information a hair was inside the sterile packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number we received one sealed sample. After observation we clearly observed one hair inside the inner pouch. Our hungary's site made an investigation which concludes: the origin of the contamination could be an accidentally issue, during the production and packaging process. The contamination can be gone into the packaging or supplier related issue, the raw material have arrived with already contamination. Then, human inattention, the operators have not detected the contamination then the product have packaged and shipped out to the market. All involved employees have been informed from this issue, they will focus to filter out the contaminated pouches all the time at production order starting to avoid reoccurrence claims in the future. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information a hair was inside the sterile packaging.